Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk. No device software error alarm noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer states that the blood glucose reading is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.